Manufacturer narrative:
Failure analysis noted that the pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump was received with cracked case on bottom right corner at display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 4.2 mmol/l. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. The customer stated the insulin pump was not able to rewind. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.